Event description:
During device preparation for the af ablation procedure, it was noted that there was no contact force value and the contact force display was pink. All connections were verified, but the issue persisted. The tactisys and ampere generator were restarted, and all connections were reconnected, but the issue still persisted. The tacticath se was then replaced, which resolved the issue, and the procedure was completed successfully with no adverse patient consequences.

Manufacturer narrative:
Fsca number: (B)(4). One tacticath sensor enabled contact force ablation catheter was received for evaluation. The investigation showed that the returned device was inadvertently programmed during manufacturing, consistent with the reported event.